Event description:
Pt's aneurysm had been clamped, the graft sewn on the top and surgeon was working on sewing the bottom when the clamp broke. It was only clamping the aorta, there was no one touching it and had been clamped for a long time (estimate at least one hour if not more) and there was no stress on it. It was also noted that it was not the joint that broke, but the solid side. When examined, there was no stress crack noted, it was straight across. Unfortunately the clamp was thrown away. A new clamp was opened and placed. Pt lost blood, but recouped through a transfusion.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.